Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they had to have the old battery taken out of one side of their shoulder and put into the other side of the shoulder because there was an infection where the original one was implanted. Patient said it took a period of months before they noticed any discomfort in that area. Patient then got in touch with the surgeon and told them about the infection. The surgeon said they would move the battery from the left shoulder to the right shoulder and upon going in there, the surgeon noticed that there was all this infection in there so the surgeon cleaned up everything and put an antibiotic in there. Patient stated it seems that the infection on the left side has been taken care of. Patient just had an appointment with their pa yesterday and the pa looked at the area and said everything in the incision area looks like good. Patient asked if charging on the highest setting, which generates the most heat, could have contributed to the growth of the infection that was already there or could it have caused the infection? Agent asked if the infection took place right when they were implanted in july of 2025 and patient said they didn't know, but it was with the implant that they got in 2025. Patient mentioned that this last time they charged on the low setting, the implant was down to like 30% and they sat with the charger on for over 2 hours trying to get the implant battery back up to 100% versus the highest it takes 40 mins to an hour normally. Patient also mentioned that when they go to recharge the implant, they let it almost get down to 20-30% which they probably shouldn't. Agent reviewed recharging best practices with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977119 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.